Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, it was noticed that the leading haptic came out straight and bent backwards so the surgeon had to do some manipulating to get it in place properly. The lens was implanted, and it did not affect the patient. Additional information was requested and received stating that the lens was implanted after using an instrument to correct the haptic with no patient harm. The patient's issue was resolved.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).